Event description:
It was reported that there was stimulation in the wrong location. The patient¿s stimulation was helping the middle of his back and right side but was not helping 'ground zero', which would be his cervical spine/neck. It might have diminished his pain in that area about 40%. Pt states he had spoken with his manufacturing representative (rep) and the rep told him he would call the doctor and they could meet about trying to make adjustments. The patient didn't know rep's name and wanted to be put in touch with the rep as the rep told the patient that he would communicate with him but it had been about a week. It was reported that the stimulator was not helping the ¿ground place¿ where the patient had nerve damage. It was later reported that the patient was still having concerns, an appointment was scheduled. It was later reported that the patient had the stimulator implantable neurostimulator (ins) taken out completely but leads were left in because the stimulator never worked to its expectations or hype. The stimulator was taken out beginning of last year (2014). The pain would bring him to tears. His pain levels would spike to 8-9 every day and he hold his wife that he did not want to live with that type of pain. The patient then had a pain pump implanted and had an immediate effect. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).